Manufacturer narrative:
(B)(4)

Event description:
It was reported that on (B)(6) 2026, the oncontrol system was used in interventional radiology to perform a bone lesion biopsy (blb) in the femur. During the procedure, the biopsy cannula fractured, resulting in a small fragment breaking off and remaining within the patient's bone. There were no reports of patient injury, harm, or adverse health consequences associated with this event. No additional surgical intervention was deemed necessary, and the retained fragment will remain in situ.